Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the meter/reader. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestlye optinum neo meter, and no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that freestlye strips continue to be safe, effective, and perform as intended in the field. Stability data for freestlye strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freesyle optinum neo test strips, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon inserting test strip in the adc device, they obtained an "error-3" message and was unable to test. The customer experienced a seizure and loss of consciousness, requiring treatment of coke and biscuit provided by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon inserting test strip in the adc device, they obtained an "error-3" message and was unable to test. The customer experienced a seizure and loss of consciousness, requiring treatment of coke and biscuit provided by a third-party. There was no report of death or permanent impairment associated with this event.